Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report the presentation of continuous faults on universal surgical manipulator (usm) 4. The customer performed power cycles and hard power cycles, however the faults persisted. The customer advised that they need all four (4) usms for the procedure, and therefore, elected to swap out patient side carts (pscs) . The procedure was aborted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and upon visual inspection, no signs of damage were identified. In the system logs, recorded error 32058 coupled with error 32056 pointing to the i2c device on the axes controller spar (acs) was identified. The unit was tested on a psc fixture test platform (pftp) where it failed the usm fault check with error 32056. Aba troubleshooting was performed with a gold insertion searchlight single axis (slsa) flat flex cable (ffc) installed and the test passed. The insertion slsa ffc was found to be the root cause of the reported event. The complaint was confirmed based on failure analysis. The root cause is attributed to component failure of the insertion searchlight single axis flat flex cable which resulted in communication errors on the usm.